Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive steerable sheath revealed a tear in the hemostatic valve, creating a leak path. Device technical analysis: the faradrive steerable sheath was returned to boston scientific. Visual inspection of the device noted no abnormalities on the exterior of the sheath. Microscopic inspection of the hemostatic valves identified a tear in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve. Device history record (DHR) review the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review a risk review performed for the faradrive device confirmed that the event of visible air/bubbles, leak, and blood in sheath are known events defined in the product risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the faradrive device is acceptable. Investigation conclusion boston scientific investigation determined the tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically and was likely attributed to the device design.

Event description:
During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, when the physician inserted the catheter into the sheath and aspiration was performed, a leak of the valve of the sheath occurred and air was noted. The catheter was replaced and procedure was completed with no patient complications. Further information was provided indicating that when the physician inserted the catheter into the sheath blood was aspirated, air was observed and a leak of the valve of the sheath was noted.

Event description:
During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, when the physician inserted the catheter into the sheath and aspiration was performed, a leak of the valve of the sheath occurred and air was noted. The catheter was replaced and procedure was completed with no patient complications.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem- updated with additional narrative. H6: device codes - updated. H6: method codes - updated. H6: result codes - updated. H6: conclusion codes - updated. The device has been received at boston scientific's post market laboratory where it is awaiting analysis. Upon device analysis, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath was selected for use. During procedure, when the physician inserted the catheter into the sheath and aspiration was performed, a leak of the valve of the sheath occurred and air was noted. The catheter was replaced and procedure was completed with no patient complications. The device is expected to be returned. Further information was provided indicating that when the physician inserted the catheter into the sheath blood was aspirated, air was observed and a leak of the valve of the sheath was noted.